Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead was unable to be implanted. The lv lead was not used, and was replaced. The patient was stable.

Manufacturer narrative:
Additional information: e1 doctor name.

Manufacturer narrative:
The reported event of failure to remove guidewire was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination found the lead portion of the inner coil was offset/stretched/damaged due to damage occurring at the time of procedure. The cause of the reported event was due to bunching of inner coil that prevented the removal of the guidewire and excessive forces resulted in the inner coil damage.